Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
The explanted generator and lead were returned to the manufacturer on (B)(6) 2014. Analysis of the returned generator was completed on (B)(4) 2014. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the returned lead was completed on (B)(4) 2014. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. There is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the stated complaint.

Event description:
It was reported that the patient's pediatrician notified the patient's neurologist about a suspicious infection. The patient was placed on amoxicillin without success. The patient underwent generator and lead explant due to the infection. It was reported that the infection was just below the lead incision site. The physician indicated that patient manipulation can not be ruled out as the patient is mentally retarded and is restless. Cultures were taken; however, no results have been obtained to date. It was reported that three days following explant that the patient was fine. Attempts to obtain additional information have been unsuccessful to date.

Event description:
It was reported that it is believed that the cultures showed (B)(6).